Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer evaluated the unit and was able to confirm the reported malfunction. The fse replaced the drive valve group (0104-00-0018). The unit passed all factory specified performance and safety index tests. The iabp was returned to the customer for clinical use.

Event description:
N/a.

Event description:
It was reported that before the device was ready for use on the patient, the cs100 intra-aortic balloon pump (iabp) has a loop leak. The customer replaced the device with another one. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.